Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Pending revision of knee components - reason not reported.

Manufacturer narrative:
Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the accident of falling from a horse caused the need for a revision. This device is used for treatment, not diagnosis.

Event description:
It was reported that a female patient received a right tka. On (B)(6) 2013 this patient had a revision right total knee arthroplasty of tibial component for tibial component loosening; tibial component was loosened after a fall from a horse. Following the fall (B)(6) 2013, a bone scan noted a marked uptake beneath the tibial tray of the right total knee arthroplasty concerning for possible loosening. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00196.